Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported event is unavailable for review, as it has been overwritten due to continued pump use. A review of the available data indicated that the last basal delivery occurred on (B)(6) 2013 at 06:41 am. There was no activity outside normal use observed in the pump histories. The pump powered on normally to the verify screen. The pump was paired with a test meter and exercised for 24 hours; no alarms occurred during testing. A (B)(4) flow accuracy test was performed with no delivery issues. Periodic boluses were executed used the normal. Ezcarb, ezbg, and combo bolus features and all boluses were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened and no defects were found.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient experienced blood glucose levels in the 500's mg/dl. The reporter indicated that the patient was given a bolus to correct for the elevated blood glucose levels. No further information was provided regarding the elevated blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.